Event description:
It was reported that the pt experienced a change in therapy effect inciding increased spasticity, increased pain and headache. It was also noted that the pt stretched and felt popping with increased spasticity. The physician thought there was a possible pump failure but the "pump myelogram proved not so". Per the rptr: "pump needed revision". A pump revision took place on 8/9/2004. The pt recovered without sequela. The concentration and daily dose of lioresal being delivered via the pump were not provided.